Manufacturer narrative:
Device was returned to the manufacturer for evaluation. It was found that the osteotome is plastically deformed at the distal end, near fracture. Plastic deformation indicative of over-strain of osteotome. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the osteotome broke off and the broken piece was left inside the patient's vertebral body. No other patient complications were reported.